Event description:
It was reported that the customer had a low battery alert on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that this is the second time she call regarding low battery and said that replacement battery cap did not resolved the issue.the troubleshooting was performed. The customer was advised that the insulin pump need to be replaced . The customer was instructedt to return the insulin pump with batter cap and batteries intack and to zero out basal rates.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.